Event description:
It was reported a lead fracture was seen on fluoroscopy. The lead was replaced. No patient complications have been reported as a result of this event. Additional information was received, reporting the lead had no capture, high impedance, 2500 ohms, and dislodgement.

Manufacturer narrative:
(B) (4)